Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the tip of the device was broken. It was considered that the tension of bending the white tube burdened the black shaft. The fallen part was retrieved, but some particles might be remain. There was no bleeding, no tissue damage, nor was the operative time extended more than 30 minutes.